Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During the pacemaker replacement surgery, a&v leads were connected to eno dr after replacement, and interrogation was performed for checking with pm out of the pocket. Immediately after interrogation, the pacing output was stopped and his heart became a pause. The setting was immediately changed to bipolar and pacing started output, but the patient felt uncomfortable because the pause occurred for 10 seconds or longer. Questions were raised about the possibility of noise or oversensing caused by interrogation. The physician believes that this event is oversensing during unipolar/bipolar pacing of the automatic implantation detection feature. The physician is asking whether there is any functional problem and whether there is a way to deal with it. Pm: eno dr (220cr571) implanted on 2022-12-07 a: intermedics 438-35s-52 (437970) implanted on 2004-09-17 v: bsc (guidant) 4471 (516237) implanted on 2014-11-18 reply 200 dr (424zx2a0) implanted on 2014-11-18, explanted on 2022-12-07

Event description:
A pacemaker eno dr was used to replace the previous one. An interrogation was performed when the device was out of the pocket. Immediately after interrogation, the pacing output has been stopped and a ventricular pause was observed. The setting was immediately changed to bipolar and pacing has started. The patient felt uncomfortable since the pause occurred for 10 seconds or longer. The physician believes that this event is oversensing during unipolar/bipolar pacing of the automatic implantation detection feature.

Manufacturer narrative:
Please refer to the attached analysis report.